Event description:
Information received from the field notes that the patient was admitted two weeks post ICD implant for loss of capture from the pacemaker. The loss of capture appeared to have been associated with patient movement. An intracardiac -induced transient events (during manipulation of the ICD/ pacer devices in the pocket). The physician elected to turnthe pacer off and pace the ventricle using the ICD.~~~~